Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify unexpected battery power loss anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 492 mg/dl at the time of incident. Customer stated that insulin pump was not working and there were no delivery alerts. Customer stated the insulin did not exit. Customer reported insulin exits with the manual prime. Customer declined troubleshooting for high blood glucose. Customer stated up and down buttons were hard to press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.